Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor separated from needle. Inspected the needle and found the needle bent inside of the needle hub. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his sensor's introducer needle broke inside of the serter. The patient's blood glucose at the time of incident was 197 mg/dl. Troubleshooting was initiated for the needle break. The needle was still attached to the serter. A replacement sensor was shipped to the customer and the broken one was returned for analysis.